Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting ranges from 110 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results to friend's trueresult meter. Blood test performed using both meters and test result was 120mg/dl with friend's meter and 71mg/dl with his meter. Back to back blood test refused. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 71mg/dl, (B)(6) 2014, 07:52am, fasting: yes; 101mg/dl, (B)(6) 2014, 07:49am, fasting: yes; 279mg/dl, (B)(6) 2014, 09:40pm, fasting: no; 119mg/dl, (B)(6) 2014, 08:37pm, fasting: yes; 127mg/dl, (B)(6) 2014, 08:33:00am fasting: yes; adverse event not reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting ranges from 110 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results to friend's trueresult meter. Blood test performed using both meters and test result was 120mg/dl with friend's meter and 71mg/dl with his meter. Back to back blood test refused. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 71mg/dl (B)(6) 2014 07:52am fasting:yes. 101mg/dl (B)(6) 2014 07:49am fasting:yes. 279mg/dl (B)(6) 2014 09:40pm fasting:no. 119mg/dl (B)(6) 2014 08:37am fasting:yes. 127mg/dl (B)(6) 2014 08:33am fasting:yes . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.